Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed by the explanting facility that fracture and noise were also noted on this lead.

Event description:
This lead was capped due to high pacing impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.